Event description:
It was reported that at a follow up appointment, high capture threshold resulting in loss of capture (loc) from the right ventricular (rv) lead. Diagnostic imaging confirmed the rv lead had perforated the ventricle. The physician elected to surgically cap and abandon the rv lead and a new lead was implanted to resolve the event. The patient was stable with no additional adverse consequences. The rv lead remains implanted, but capped and out of service.